Manufacturer narrative:
This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that, during a prior routine follow-up appointment, this device had an estimated longevity of 4.5 years. At a follow-up performed one year later, the estimated longvevity remaining was 1.5 year. The physician alleged the device was depleting prematurely. No adverse patient effects were reported.